Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump became hot to touch while in the customer's pants pocket. The customer reported moving the pump to a shirt pocket and stated the pump "cools off." Reportedly, the pump was not being charged at the time of the event and the customer did not received a temperature alarm. There was no reported impact to the customer's blood glucose level. Review of the pump data logs by tandem technical support showed the recorded pump temperatures were not outside the expected temperature range. Multiple follow up attempts were made to contact the customer; however, the customer did not respond to follow up attempts.